Manufacturer narrative:
Patient match planning review: our analysis of the myshoulder process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Revision surgery performed due to shoulder luxation, glenosphere from the liner 6 days after the primary surgery. The patient had 3 previous luxation that were treated anatomically and 1 after the revision surgery, treated anatomically as well.